Event description:
It was reported that the caregiver was instructed by the memory home staff to announce an additional meal on the ilet to correct elevated blood glucose, despite the user not eating, and customer care provided education that this constitutes an improper method and that the ilet provides automatic correction doses when glucose is above 180 mg/dl. The device component implicated was user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to meal announcements used as corrections. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.